Event description:
IV tubing would not prime. Another IV tubing set obtained and primed without problem. Manufacturer response for pump infusion set, bd alaris pump infusion set (per site reporter). Device has been returned to the MFR for investigation.